Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-jun-2023. H6: investigation summary: the customer returned (3) open 32g 4mm pen needles from lot#2012567, reporting needle clog. The pen needles were visually inspected and observed broken cannula npe on all the returned pen needles. Most likely the customer's complaint reported failure occurred due to a broken npe cannula. As the return samples were opened, the root cause cannot be determined. Based on the sample returned, embecta was able to confirm the customer-indicated failure as broken cannula npe. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was able to duplicate or confirm the customer-indicated failure as broken cannula npe. The root cause cannot be determined, as the returned samples were opened. H3 other text : see h10.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported, when taking injection, no insulin flows. Stated, she does prime. Lot: 2012567. Catalog: 320550. Date of event: unknown. Samples: yes cl.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported, when taking injection, no insulin flows. Stated, she does prime. Lot: 2012567. Catalog: 320550. Date of event: unknown. Samples: yes cl.